Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Data logs were provided and investigated but no abnormalities were found. The root cause of the hemolysis issue was not determined since the product was not returned and insufficient clinical information provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female with a congenital heart defect was implanted with an impella cp device for mechanical circulatory support during a right heart catheterization procedure. The patient experienced disseminated intravascular coagulation and the impella cp was explanted six days after implant. The patient¿s vitals were stable, and no complications were noted with explant.